Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 5076-52, implantable pacing lead, implanted: (B)(6) 2003; 6944-75, implantable tachy lead, implanted: (B)(6) 2003; abdominal stent graft (x4), implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that an infection occurred. The left ventricular lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.